Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a malfunction alarm occurred. Customer performed pump reset and cleared the alarm. Upon reloading the cartridge a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. The customer¿s blood glucose level was 273 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.